Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem) and block b7 (other relevant history) have been updated based on the additional information received on september 1, 2023. Block h6: imdrf device code a15 captures the reportable event of clip did not release from catheter.

Event description:
It was reported to boston scientific corporation that a mantis clip device was used in the sigmoid colon during a colorectal submucosal dissection procedure performed on (B)(6) 2023. During the procedure, the clip was attempted to be deployed; however, the clip did not release from the junction part. The procedure was completed with another mantis clip. There were no patient complications reported as a result of this event. Additional information received on september 1, 2023. It was clarified that the procedure performed was endoscopic submucosal dissection (esd).

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not release from catheter.

Event description:
It was reported to boston scientific corporation that a mantis clip device was used in the sigmoid colon during a colorectal submucosal dissection procedure performed on (B)(6) 2023. During the procedure, the clip was attempted to be deployed; however, the clip did not release from the junction part. The procedure was completed with another mantis clip. There were no patient complications reported as a result of this event.